Event description:
Guidant received information that during a lead revision procedure, this implantable cardioverter defibrillator (ICD) exhibited a stuck setscrew and was explanted.

Manufacturer narrative:
Laboratory analysis of the returned device showed that the ventricular ring setscrew was in a fully retracted position. Technicians confirmed that the stuck setscrew could not be backed away from the retainer ring with a standard model 6942 torque wrench supplied with the device. Technicians attempted to loosen the setscrew using a calibrated torque watch, which measures the amount of force required to loosen the screw. At 18 inch ounces, the setscrew still could not be loosened. Ultimately, the technicians were able to loosen the setscrew using a guidant model 6942 bi-directional torque wrench, and the technique described in a recent product update titled "loosening stuck setscrews". The stuck setscrew now moved freely.